Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 46 mg/dl and 333 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer did not know how the test site was prepared before obtaining a sample, nor did the customer know if the test site had been squeezed excessively or if eating had taken place between blood glucose tests.